Event description:
Reporting status: malfunction. Reporting rationale: dislodged stent has previously caused or contributed to pt injury. Device issue: dislodged stent. It was reported that after several pre-dilatations, the vision was engaged and pressurized once. Then an intravascular ultra sound (ivus) was performed, but the stent was not seen. The physician looked into the coronary as he thought it had dislodged inside the pt. Eventually, the stent was found on the stylet with the protective sheath. No additional event or pt info is available.

Manufacturer narrative:
(B) (4): results - product performance engineering was unable to complete the eval of the event at the time of this report. Results and conclusions will be forwarded upon completion. Eval summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood in the guide wire lumen. There was contrast in the balloon and in the inflation in lumen. The stent implant had dislodged from the balloon and was returned. There was no damage noted to the stent implant. The balloon was returned loosely folded and filled with contrast. There were crimp marks on the balloon between the markers. There was no damage noted to the sds. The protective sheath and stylet were returned. A snap gauge was used to measure the stent implant outer diameters and they met manufacturing criteria. A pin gauge was used to measure the inner diameter of the sheath. Product performance engineering was unable to complete the eval of the event at the time of this report. Results and conclusions will be forwarded upon completion.